Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation flow: damage. Visual inspection: the drive shaft minimum 520 mm length for use with ria was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken. No fragments were returned. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: dimensional analysis was performed on the returned device. Document/specification review: based on the date of manufacture, drawings are reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes, the device received is broken. Hence confirming the allegation. Conclusion: the complaint was confirmed for the drive shaft minimum 520 mm length for use with ria as the distal tip of the device was broken. Although no definitive root cause could be determined, it is possible that the device encountered unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot: part number: 314.743, synthes lot number: h154619, supplier lot number: n/a, release to warehouse date: mar 27, 2017, expiration date: n/a, supplier: (B)(4). Nr 0065153 was generated during production for 27 of 38 parts with dents on barrel edge. 27 parts were returned for re-work and 11 parts were released from hold. This non-conformance is not relevant to the complaint condition since the complaint condition states the tip of reamer irrigator aspirator (ria) drive shaft was sheared. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrx. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the tip of reamer irrigator aspirator (ria) drive shaft was sheared. It was noticed while checking the back table. The broken piece was not implanted. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).